Event description:
It was reported that the patient's device indicated a power on reset (por) due to low battery, high impedances on all or some of the unipolar pairs (>4000 ohms), and an end of life (eol) notice. The device was replaced with another stimulator for pain. Troubleshooting in the operating room indicated that there was only one open circuit pair of electrodes on the old device (0 and 4), and the patient was able to get "good coverage" for their pain post-operation. No further information was reported.

Manufacturer narrative:
Product ID 748925, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2003, product type programmer; patient product ID (B)(4), lot # j0326898v, implanted: (B)(6) 2003, product type lead; product ID 389033, lot # j0326898v, implanted: (B)(6) 2003, product type lead. (B)(4).